Manufacturer narrative:
The device did not return for evaluation. Photographs were not; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of the device history record could not be performed. Multiple attempts have been made to obtain information. If additional information and/or the device are provided, a supplemental report will be filled accordingly. Based on the information provided, the root cause can not be determined.

Event description:
It was reported that the driver is broken.